Event description:
It was reported that the programmer turned off during use and was not able to be turned back on. Different outlets and power cords were tried but the device would not power on. It was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer would not power on; power supply found out of electrical specification.